Event description:
It was reported that during the pre-use check, the connector broke off. No patient injury or clinical affects was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.